Event description:
It was reported the physician difficulty folding the lens prior to implantation. During insertion into the eye the trailing haptic detached. The lens was cut in two pieces and removed. A secondary lens was not available and surgery was delayed until another lens was acquired from the manufacturer's representative. The secondary lens was implanted without difficulty. No injury occurred and no additional issues have been reported.

Manufacturer narrative:
F10: completed by the manufacturer. F.10 not labelled. H6: the lens was not received by the manufacturer for analysis. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Manufacturing records were reviewed and no deviations noted. No additional reports of a similar nature were received for product manufactured in this lot.